Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) study status report. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced difficulty emptying her bladder and incomplete bladder emptying. The patient sought medical attention. The patient was taught to do intermittent self-catheterize and the event resolve (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was possible. On (B)(6) 2014, the patient experienced a urinary tract infection that was culture proven. The uti was treated with bactrim/septra. The event resolved on (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as possible. On (B)(6) 2014, the patient experienced recurrence of difficulty emptying her bladder. The patient had additional surgery. This event was unresolved as of the patient's last visit on (B)(6) 2014. On (B)(6) 2014, the patient also experienced urinary tract infection that was culture proven. The patient sought medical attention. Ciprofloxacin 500 mg was prescribed two times a day for 7 days on (B)(6) 2014. On (B)(6) 2014, she was also prescribed with bactrim/septra ds 800-160 mg. The event was resolved on (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as possible. On (B)(6) 2014, the patient experienced lower urinary tract and sought medical attention. The patient was prescribed with ciprofloxacin 500 mg two times a day for 7 days. The event was resolved on (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as possible. On (B)(6) 2014, the patient had additional surgery for vaginal excision of lesion. This event was documented as resolved with sequelae that same day. The investigator assessed this event as moderate in severity and relation to the device or procedure was assessed as unlikely. On (B)(6) 2014, the patient experienced urinary tract infection that was culture proven. The patient's last visit was on (B)(6) 2014, and this event is documented as unresolved. Additional information august 5, 2015. The (B)(6) 2014 difficulty emptying bladder event resolved on (B)(6) 2014. The (B)(6) 2014 uti resolved on (B)(6) 2014. On (B)(6) 2015, the patient experienced stinging in her urethra which resolved the next day (B)(6) 2015 with no action taken. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as unlikely.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced difficulty emptying her bladder and incomplete bladder emptying. The patient sought medical attention. The patient was taught to do intermittent self-catheterize and the event resolve (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was possible. On (B)(6) 2014, the patient experienced a urinary tract infection that was culture proven. The uti was treated with bactrim/septra. The event resolved on (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as possible. On (B)(6) 2014, the patient experienced recurrence of difficulty emptying her bladder. The patient had additional surgery. This event was unresolved as of the patient's last visit on (B)(6) 2014. On (B)(6) 2014, the patient also experienced urinary tract infection that was culture proven. The patient sought medical attention. Ciprofloxacin 500 mg was prescribed two times a day for 7 days on (B)(6) 2014. On (B)(6) 2014, she was also prescribed with bactrim/septra ds 800-160 mg. The event was resolved on (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as possible. On (B)(6) 2014, the patient experienced lower urinary tract and sought medical attention. The patient was prescribed with ciprofloxacin 500 mg two times a day for 7 days. The event was resolved on (B)(6) 2014. The investigator assessed this event as mild in severity and relation to the device or procedure was assessed as possible. On (B)(6) 2014, the patient had additional surgery for vaginal excision of lesion. This event was documented as resolved with sequelae that same day. The investigator assessed this event as moderate in severity and relation to the device or procedure was assessed as unlikely. On (B)(6) 2014, the patient experienced urinary tract infection that was culture proven. The patient's last visit was on (B)(6) 2014, and this event is documented as unresolved.